Manufacturer narrative:
Complaint not confirmed. Meter settings have been modified from time 6:31 pm, music on, to current time 3:31 pm, music off, and units remained at mg/dl. The date was current at 17 oct. 06. After 24 hours, meter was able to all retain all modified settings. Meter is working within specification. Customers and retailers have been informed through the fa21dec2006 letter.

Event description:
The customer's care provider called reporting the customer's precision xtra meter had spontaneously changed the date and time. It was then discovered, due to the results being downloaded to the provider's computer, that the results were not correct.